Event description:
The customer reported that the system displayed an iris potentiometer error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the high voltage cable and the foot switch. The system was tested and found to be working as intended and put back in service.